Manufacturer narrative:
The operator manual does have instructions regarding patient positioning. There are also instruction/markings around the camera to prevent obstacles getting too close and colliding with the system. A search of customer complaints resulted in only one similar event being reported.

Event description:
It was reported that a patient arm that was pinned between detector head and external table that was positioned in gantry working area. There was no serious injury reported. The concern is that if the event were to recur, a serious injury would occur.